Event description:
It was reported that the buttons of the customer's insulin pump did not work. Her blood glucose was 257 mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.